Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-01959 / 01961).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2006. During post operative monitoring and testing, peri-prosthetic soft tissue abnormalities and mild joint effusion were noted. A simple fluid collection on the posterior lateral quadrant of the left hip measured 13.6 x 39.9 x 38.6 mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date. A review of invoice history confirmed the initial surgery of (B)(6) 2006. Additional information received from clinical data reports osteolysis around femoral component.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2006. During post operative monitoring and testing, peri-prosthetic soft tissue abnormalities and mild joint effusion were noted. A simple fluid collection on the posterior lateral quadrant of the left hip measured 13.6 x 39.9 x 38.6 mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date. A review of invoice history confirmed the initial surgery of (B)(6) 2006.